Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of resistance between the guidewire and dilator was confirmed, and was determined to be caused by damage on the guidewire, but the exact cause of the guidewire damage was not determined. One guidewire, one 18g introducer needle, and two vessel dilators were returned for investigation. The outside diameter (od) of the guidewire was within specification. A dislocation in the coil wire was observed 3.55cm from the proximal (straight) tip of the guidewire. The dislocation in the coil wire increased the cross sectional area of the guidewire and caused resistance when the damaged portion of the guidewire passed through the introducer needle and dilators. The guidewire was advanced through the needle and both dilator tips without resistance until the damaged portion of the guidewire came in contact with the dilator tips and needle cannula. A microscopic examination revealed that the distal tips of the dilators were slightly out of round, but not to a degree to prevent the guidewire from fitting through the dilator. Since the resistance was reported with the small dilator and not the introducer needle, it is possible that the guidewire was damaged after the introducer needle was removed from the guidewire, which is a preliminary step in the insertion process; however, the exact cause of the guidewire damage was unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the operator felt resistance when the smaller dilator and the guidewire were inserted. In addition, the shape of the section of the distal tip of the small dilator was different that of the larger dilator. Then, the operator alleged that the small dilator was the faulty product. No patient injury was reported.